Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon and guidewire lumen is separated 148.9cm from the hub. The distal section of the balloon is missing. There are multiple kinks along the shaft of the device. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a separation.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located at the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There was no patient injury reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located at the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There was no patient injury reported.